Event description:
It was reported that the console is inoperable and is not breaking the stones as it should. There was no patient involved. Additional information from customer indicates that the console was working with low power and a calibration is needed.